Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced low blood glucose on the first night of insulin pump therapy. Customer reported that on (B)(6) 2016 blood glucose was 37 mg/dl. Customer treated low blood glucose with carbs. Customer is working with trainer to regulate blood glucose. Customer declined transfer to helpline.